Event description:
It was reported that during central processing, the long bipolar grasper instrument tip was cracked. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip at the grip tip. A piece approximately 0.81 mm x 0.51 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection found the grip tip bent severely. Additionally, the instrument was found to have one (1) bent grip, causing it to be misaligned. The offset at the tips was 3.63mm. The grips were found to be cracked. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.